Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported events are likely due to insufficient or inadequate reprocessing, and glue was broken since physical stress was applied to the distal end of the device. The event can be detected by following the instructions for use (IFU) which state: operation manual preparation and inspection-inspection of the endoscope: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual cleaning, disinfection and sterilization procedures: precleaning ¿flush water and air into the air/water channel: caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channelafter each use.¿ manual cleaning: cleaning the external surface: immerse the endoscope in the detergent solution. ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are cleaned thoroughly¿. ¿flush the air/water channel with detergent solution¿ inspection of the endoscope: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ important information: please read before use: warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the returned device, service found the insulation resistance value was out of specification. The light guide lens was chipped. The adhesive from the bending section cover was peeled off. The top covering of switch button #1 was perforated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were air/water flow issues from the air/water system of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was insufficient flow due to clogging of the nozzle with foreign material. Additionally, service found there was a gap in the adhesive of the light guide lens (missing adhesive). This report is being submitted for the malfunctions found by service during the device evaluation (foreign material, missing adhesive). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.